Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "Patient filled the portable h300 unit from the base unit helios 36. During the filling process, patient stated that the portable unit shot up in the air. No injuries were reported."

Manufacturer narrative:
The subject portable liquid oxygen unit, helios 300 (sn (B)(4)) was returned to caire for further evaluation and investigation. A visual inspection and functional testing was completed. External inspection noted no signs of damage. The portable was then filled. No problems were noted while filing the device. The pressure was measured to be within specification. It was found that the conserver was not functioning and that the unit has a continuous flow at all flow settings. Overall the device tested within specifications and the alleged incident reported by the patient could not be replicated. However, the unit is in need of normal manufacturers recommended maintenance.